Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm permanent cautery hook (pch) instrument tip was broken no further information was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook (pch) instrument for failure analysis investigation. The instrument was analyzed and found to have a broken proximal clevis at the ears the clevis. The broken pieces were not returned. Components adjacent the broken clevis do not show damage. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.